Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-12. H6: investigation summary one used primary set and one photo, model 2420-0500, was received for investigation. Upon visual inspection, it could be observed that the set's male luer was disconnected from the tubing. No other defects were observed. The customer's complaint that the set disconnected was verified. The male luer was not returned along with the rest of the set. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Visual inspection under magnification was performed on the tubing. It could be identified that the solvent had not been properly applied during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a as lvp 20d dehp 2ss cv experienced component separation during use. The following was reported by the initial reporter: "the tubing was connected to a patient with fluid was running through, however 30 minutes later the set disconnected on its own". "There was no patient harm reported and the tubing is available if you would like it sent back for investigation."

Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. "

Event description:
It was reported that a as lvp 20d dehp 2ss cv experienced component separation during use. The following was reported by the initial reporter: "the tubing was connected to a patient with fluid was running through, however 30 minutes later the set disconnected on its own". "There was no patient harm reported and the tubing is available if you would like it sent back for investigation."